Event description:
It was reported that the lead would not stay in the header of the implantable cardioverter defibrillator (ICD) due to an issue with the setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the set screw was lodged.